Manufacturer narrative:
Concomitant medical products: 5076-58, sn (B)(4), implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing detected on the right atrial (ra) lead. It was observed what appeared to be false detections of atrial high rates due to far field r waves. No patient complications have been reported as a result of this event.